Event description:
A customer contacted beckman coulter inc. (Bec) in regards to sporadically obtaining (B)(6) results generated by the unicel dxi 800 access immunoassay system over the course of three (3) months; starting from (B)(6) 2011. This report documents the results generated on (B)(6) 2011, where reproducible non-reactive (B)(6) results were obtained for one (1) patient. Upon access (B)(6) confirmatory testing produced higher, reactive results. No false results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer complaint record, (B)(6) qc has been performing within the customer's established ranges. Specific qc data has not been supplied to date. Per the customer supplied documentation, routine system checks have been performed weekly and have been passing within instrument specifications from between (B)(4) 2011. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2122870-2011-06359, 2122870-2011-06360, 2122870-2011-06361, 2122870-2011-06362, 2122870-2011-06363.